Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log. The fse reproduced the issue by attempting to home the instrument. The fse resolved the complaint by running the cup transfer test and observing the alignment of the cup pickup assembly. The z axis alignment at the incubator was off and adjusted. The fse ran a cup transfer test for twenty cycles and the error did no occur. The quality control (qc) results passed and were within published ranges (package insert). No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 15jun2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 4153 - c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The probable cause of the reported event was due to the misalignment of the cup pickup assembly.

Event description:
A customer reported getting error message 4153 - c.trans-z home overrun on the aia-900 instrument. The instrument had a preventative maintenance (pm) recently done and instrument ran with no problems the day after. Today, the error occurred while trying to run controls and again when a patient sample was ran. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.